Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 was broken, not closing fully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and failed to close. A field service engineer (fse) found that drawer had a slide rail bearing cage that was blown out. A replacement drawer unit was picked up, and the entire drawer was swapped out. The drawer was then reconfigured, and all functionality was tested using the hardware test application (hta). Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.